Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the screw between the plate and the insert moved out of its original position and resulted in movement of the screw between the plate and the insert.